Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was experiencing shortness of breath and a heart rate of 140bpm at rest. System evaluation identified noise which was oversensed resulting in inappropriate shocks. Some undersensing was also observed. Vector reprogramming was performed. A revision procedure was performed approximately six weeks later and the system was removed from service and replaced. No additional adverse patient effects were reported.